Event description:
The customer reported the ventilator turned off and it does not turn back on. The customer reported the unit was not in use on pt.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.